Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Patient was part of the ide study prior to launch. Explant of the charite disc was due to bony endplate fracture and subsidence leading to pain. In 2005 revised patient removing the charite and performing interbody fusion.